Manufacturer narrative:
One used 6fr angioseal sts plus device was returned for evaluation. The device was received with all accessories sent in the original packaging. The returned components were subjected to visual analysis where dried remnants of body fluids could be seen on the packaging tray and bypass tube. There was a noticeable kink in the carrier tube assembly at the proximal end of the collagen. The collagen also appeared swollen in the bypass tube and carrier tube assembly. The poly foil pouch appeared to have been fully opened. Based on the complaint description the arteriotomy locator ad hemostatic sheath were removed from the packing tray and examined for any anomalies that would prevent the two components from mating. Under microscopy, small amounts of flash could be seen at the junction where the arteriotomy tubing connects with the proximal hub. The flash was seen only on the superior portion of the junction. The hub of the hemostatic sheath was also inspected for any anomalies none were noted. The main body of the arteriotomy locator was then inspected where it was noted that there was an indentation in the dilator tubing approximately 1.939" from the distal tip of the arteriotomy locator. Functional testing was then performed by mating the two components. It was noted that typical resistance was present while trying to mate the two components. Once the arteriotomy locator had been fully inserted into the hemostatic sheath, a tactile click was felt but there was no audible click perceived. The arteriotomy locator was then backed out of the hemostatic sheath and reinserted. Again only the tactile click was felt. The outer diameter of the arteriotomy locator was measured and confirmed to meet manufacturer specification. The inner diameter of the hemostatic sheath was measured and confirmed to meet manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one other similar report with the involved product code/lot# combination. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insertion difficulty when using the angio-seal device. The following information was provided by the user facility: unable to insert the locator. The locator and the sheath did not fit properly and a "click" sound was not heard, so the device was not used and replaced by a new one to continue the hemostasis procedure. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. There was no impact to the patient. Hemostasis was successfully achieved using the replaced device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to report the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.